Event description:
It was reported that the ventricular lead alert triggered, and the ventricular lead experienced a polarity switch. The lead also exhibited rising thresholds and impedances to high levels. Follow up is currently in progress for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the ventricular lead alert triggered, and the ventricular lead experienced a polarity switch. The lead also exhibited rising thresholds and impedances to high levels. It was further reported that follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.